Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported device embolization occurred. In (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A watchman ® laa closure device was successfully implanted. In (B)(6) 2017, at the 45-day follow up, a transesophageal echocardiogram (tee) was performed which revealed the closure device embolized. The embolized device was successfully snared out of the patient. The patient is currently fine.

Manufacturer narrative:
Manufacturer name updated from boston scientific - (B)(4) to boston scientific - (B)(4). (B)(4).

Event description:
It was further reported that there was a complete seal of the closure device at implant. The la pressure at the time of implant was 16. The procedure was from 9:30 am to 11:07 am with the patient most likely having no food or drink prior to the procedure. Once the closure device was deployed, the release criteria were met and the compression of the device was between 25 -30%. They were unable to measure in the 90 degree angle. The embolization was discovered from a CT scan for a procedure unrelated to watchman. The closure device embolized to the descending aorta. Retrieval was attempted by a surgeon but was unsuccessful.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device is still embolized in the patient. The surgeon chose to stent the closure device inside the vessel.